Event description:
A malfunction alarm identified as malf 12 was reported, but there were no adverse effects on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided the pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue occurs again.